Manufacturer narrative:
Device not returned.

Event description:
It was reported that a temperature alarm occurred while the battery was charging. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 255-256 mg/dl.